Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d10, g4, g7, h2, h3, h6 and h10. Corrected information can be found in the following field: d4. 4307 - intuitive surgical received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument was found to have thermal damage on the conductor wire weld. As a result, the conductor wire was broken. The instrument was found to have thermal damage on the proximal clevis. The instrument's conductor wire cap was found to have thermal damage. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery spatula (pcs) for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the pcs instrument (420184-13/n10181031 074) associated with this event has been performed. The instrument was last used on (B)(6)2020 on system sh2328 with two lives remaining. There was no information pertaining to the instrument having been used on the reported event date of (B)(6) 2020, indicating that the system may have not been connected to the network on the reported event date. Based on the information provided at this time, this complaint is being reported due to the following conclusion: while the surgeon was dissecting tissue, smoke was observed. The instrument tip was not in contact with the tissue at the time. Although no arcing or sparking was observed during the procedure, charring was noted on the tip of the instrument after the procedure. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the user noticed a smell and observed smog from the permanent cautery spatula (pcs) instrument upon monopolar cautery energy activation. There was no report of fragment(s) falling inside the patient. The instrument was replaced with a backup instrument of the same kind. The procedure was completed with no reported patient harm, adverse outcome, or injury. There was no surgical procedure delay due to the issue. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no damage to the instrument prior to use. There was no report of sparks or arcing. The issue occurred after 10 minutes of use. The customer was using the valleylab force fx generator with the following settings: cut: 45 and coag: 45. The monopolar cord was not connected to the bipolar instrument. The surgeon was also using the fenestrated bipolar forceps. There was no report of instrument collision. The instrument was not removed from the patient prior to the issue. The surgeon was dissecting the patient's tissue when the issue occurred. When the smoke was observed, the instrument tip was not in contact with the tissue. Charred marks were noted on the tip of the instrument after the event. The surgeon believed the instrument exhibited a quality issue. No video recording of the procedure was available. Patient demographic information was requested, but the site was unwilling to provide the information.